Event description:
Attending cardiac surgeon placed a prosthetic mitral valve into pt. He then noted that the center jet -place where leaflets come together- looked too large. Tried to correct and tried to find a source for the problem. After attempted correction failed, a tee was obtained on the new valve which showed 3+ mitral regurgitation, valve removed and another brand placed. Pt had 39 extra minutes of bypass and 2 additional cross clampings to aorta.